Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed 2 channels with high impedance and 4 channels involved in short circuits. The patient did not notice significant fluctuations/degradation of hearing impression. There is no report of any accident or trauma. Expert measurements show impedance fluctuations on 4 channels, while carefully applying minimal force/pressure to the skin area above the implant. A further implant check will be carried out by the clinic after the summer.the patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 2 channels with high impedance and 4 channels involved in short circuits. The patient did not notice significant fluctuations/degradation of hearing impression.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
In situ measurements showed 2 channels with high impedance and 4 channels involved in short circuits. The patient did not notice significant fluctuations/degradation of hearing impression. There is no report of any accident or trauma.